Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited a pace impedance measurement of greater than 2,000 ohms, resulting in a lead safety switch (lss) from bipolar to unipolar. This rv remains in service. No adverse patient effects were reported.